Event description:
Through implant patient registry and medical records, it was learned that a 25mm 3300tfx valve was explanted after an implant duration of 6 years, 8 months due to pannus overgrowth and calcification causing moderate stenosis. The patient presented with nyha class ii heart failure. The explanted valve was replaced with a 23mm 11500a valve. Patient was in recovery post procedure. The patient was discharged on pod #9. Per medical records, the patient presented with heart failure in the setting of dilated ascending aorta and moderate bioprosthetic aortic valve stenosis. The patient underwent avr utilizing a 23mm 11500a inspiris resilia aortic valve along with replacement of the ascending aorta using a 32 mm graft. The patient. At the end of the procedure and before transporting to the ICU, chest tube output increased, and the decision was made to reopen the patient. A large mediastinal hematoma was evacuated. There was some bleeding from the posterior aspect of the aorta at the proximal suture line. This was controlled with a pledgeted suture. The patient was taken to the intensive care unit postoperatively. On pod# 7, the patient had a ppm implanted. A complaint will not be opened for post op permanent pacemaker implantation due to intermittent heart block. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of this edwards device. Additionally, the information provided did not reasonably suggest there was a malfunction of the edwards device nor did the information provided suggest the use or misuse of the edwards device has caused or contributed to serious injury or death. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Per drm (B)(4), rev d, pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. Per technical summary 31081, rev a, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hyperlipidemia (hld) and coronary artery disease (cad). All pertinent information available to edwards lifesciences has been submitted.